Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the ins has been dead for a couple of months. No symptoms or further complications were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2017-08-02 reporting that per the patient the stimulator was not working anymore. Per the patient¿s report they had seen a physician and they could not ¿reactivate the ins.¿ the event date was asked but unknown by the caller. No further complications were reported.